Event description:
It is reported that despite several attempts, the surgeon was unable to engage the screw-thread of the screw with the stem extension. He also tried with the screw that was packaged with the stem extension, but again was unable to engage it with the stem. On inspecting the tibia the surgeon felt that it was very probable that the stem extension had dissociated from the stemmed tibial component. As the locking screw could not be engaged, the wound was closed with the articular surface secured by the tibial locking mechanism only.

Manufacturer narrative:
This report will be amended when our investigation is complete.